Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing 21 occurrences of containing foreign matter, four cases of molding defects, 113 instances of air bubbles in the gel, and one with missing label information before use. The following has been provided by the initial reporter: fm in gel x16. Deformed tube x4. Defective marking x1. Embedded fm x5. Air bubbles in gel x113.

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for fm in gel, scratch, defective marking, embedded fm, and air bubbles in gel with the incident lot was observed. Evaluation/testing of the customer samples was performed and fm in gel, scratch, defective marking, embedded fm, and air bubbles in gel was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing 21 occurrences of containing foreign matter, four cases of molding defects, (B)(4) instances of air bubbles in the gel, and one with missing label information before use. The following has been provided by the initial reporter: fm in gel x16 deformed tube x4 defective marking x1 embedded fm x5 air bubbles in gel x113.